Manufacturer narrative:
Customer reported that a pyxis es refrigerator malfunctioned, preventing user access to medication, ativan. Customer reported patient harm. Patient was actively dying and refusing treatment as described by ER nurse. There is no confirmation that the delay to access the medication caused or contributed to the patient's death. This event is recorded on complaint number (B)(6) a field service technician evaluated the device, the cause of this malfunction has not been conclusively determined, software malfunction is the initial assessment.

Event description:
Customer reported that a pyxis es refrigerator malfunctioned, preventing user access to medication, ativan. Customer reported patient harm. Patient was actively dying and refusing treatment as described by ER nurse. There is no confirmation that the delay to access the medication caused or contributed to the patient's death.